Event description:
Patient presented to the physician with mobile ipg causing pain. Physician brought the patient into the operation room and removed the ipg, cleaned the lead pins, set screws, and then inserted lead pins back into the ipg. Physician re-sutured the ipg securely and closed the incision.